Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu keypad needed to be replaced.

Manufacturer narrative:
This MDR is no longer needed. This device is reported in manufacturer report number.

Event description:
It was reported that the pcu keypad needed to be replaced due to some buttons that were unresponsive. There was no patient involvement.